Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was no longer alarming for high blood glucose alerts. Their blood glucose level during the incident was 472 mg/dl. It was reported that the customer was hospitalized for three days. Details regarding symptoms or treatment of their high blood glucose levels were not provided. The customer was assisted with setting the audio to volume 1. The device will not be returned for analysis.